Manufacturer narrative:
H.6. Investigation: lot#9033548 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. See h.10.

Event description:
It was reported that pen needle 31gx5mm 14 pack was unable to deliver medication. The following information was provided by the initial reporter: medical device was malfunction, fluid didn't come out from needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 14 pack was unable to deliver medication. The following information was provided by the initial reporter: medical device was malfunction, fluid didn't come out from needle.